Event description:
It was reported while using bd vacutainer® sst¿, an unknown foreign matter was seen inside of one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 18-feb-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received one (1) sample and two (2) photos for investigation. Upon visual inspection, one of the returned samples failed due to foreign matter observed. The analysis of the customer photos also showed foreign matter in the tube. Additionally, 30 retained samples underwent visual inspection, and all passed without any defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode foreign matter - unknown based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unknown foreign matter was seen inside of one (1) tube. No adverse impact was reported regarding the patient or user.